Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 34.8 to 35.1 cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the asymptomatic patient presented to the pre-operating room for device upgrade procedure. Noise was observed on the right atrial lead, the patient was not symptomatic as a result of the noise. It was noted that the noise was reproducible with pocket movement. The lead was explanted and replaced. It was noted that the patient had no issues before, during and post procedure. The patient was discharged from the hospital the same day.